Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
Suggested changes: it was reported to nevro that during permanent implant procedure, the physician found an infection at the lead incision site. The leads (left in-situ after trial procedure for permanent implant) were explanted. The patient was hospitalized and provided with IV antibiotics. There have been no further reports of complications.

Manufacturer narrative:
The purpose of the follow up report is to correct a typographical error in the event description, remove the first two words, "suggested changes:" were entered erroneously. There is no change to the original content.